Manufacturer narrative:
Concomitant medical products: lnq11 icm, implanted: (B)(6) 2016, 5076 lead, implanted: (B)(6) 2013, addrl1 ipg, implanted: (B)(6) 2017, 5071 x2 leads, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device had premature battery depletion. The device was explanted and replaced. During the replacement procedure, a right ventricular epicardial lead was attempted, but not used because there was placement difficulty. It was noted other epicardial leads were taking up space on the ventricular wall. It was also reported there was inconsistent capture, even at maximum output. Another lead was implanted. No patient complications have been reported as a result of this event.